Event description:
The service report shows that while running and testing the ventilator at a rental facility the vent was stacking breaths. The nellcor puritan-bennett customer support engineer (npb cse) verified the stacking of breaths. The nbp cse inspected the device and found the transducer board tubing was mis - tubed. The npb cse retubed and tested the ventilator. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.